Manufacturer narrative:
Additional, changed, and / or corrected data.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii with pain and discomfort. Device has been explanted.

Manufacturer narrative:
Device analysis visual analysis of the returned device identified: brown particles, fold creases, wear abrasion, white calcification (5%), broken plug strap. Leak test and microscopic analysis was performed which identified: a linear sharp opening on posterior side in the same location of crease assessed as fold flaw opening, broken plug strap with striated edge assessed as surgical damage, nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: broken plug strap with striated edge assessed as surgical damage consistent in the use of some surgical tool. A crease sharp opening assessed as fold flaw opening.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade iii with pain and discomfort.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii with pain and discomfort. Device remains implanted.